Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) lead and elective replacement indicator (eri) was noted on the implantable pulse generator (ipg). The ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.